Event description:
The 3rd and 4th connectors are blackened and charred on the device. Caller is unsure when the device was last cleaned. No injuries reported. Requested return of suspect device and replacement was sent.